Event description:
The pt's device was explanted due to cholesteatoma, middle ear infection and mastoid abcess. The pt was reportedly treated with antibiotics (type unk). Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.